Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any staple formation issues noted in the primary procedure? How was the common channel closed? Were there any other stapling devices used? Was the bowel extracorporealized for ntlc use in the original procedure or was an endocutter used? What color cartridge was used? What is the current patient status?

Event description:
It was reported that during a laparoscopic right colon procedure, the surgeon reported a recent right colon he did using this device had to go back to the or for post op bleed/leak. Mentioned it was a vessel bleed on staple line that he had to open patient and re-transect bowel. No signs of bleeding intraoperatively and performed for non-cancerous patient. Patient has diverticulitis. He felt patient's tissue was not compromised. Procedure completed by re-transecting with a like device and anastomosis redone. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: were there any staple formation issues noted in the primary procedure? None noted. How was the common channel closed? Unknown. Were there any other stapling devices used? Unknown. Was the bowel extracorporealized for ntlc use in the original procedure or was an endocutter used? Yes, it was extracorporealized using tlc. What color cartridge was used? Blue. What is the current patient status? Unknown.